Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was unknown at the time of the incident. The customer was rushed to urgent care because their insulin pump did not alarm the customer about their high blood glucose levels. The customer stated that they will call back to provide more information about the urgent care visit. The customer did not troubleshoot and did not send the product back for analysis.

Manufacturer narrative:
The device information provided in section d with the initial report was incorrect. The correct information has been provided with this report.